Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold and failed to capture upon release. The leadless pacemaker was retrieved and replaced with an alternate device on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of capture loss was not confirmed. Final analysis found the electrical features of the device to be normal. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.